Manufacturer narrative:
Date of event - (B) (6) 2006.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was in a bypass graft. The lesion was non-tortuous, no calcification, and restenotic post pta. The lesion morphology was tight concentric stenosis. The lesion was 4mm in diameter and 15mm long with 80% stenosis before treatment. After treatment, stenosis was reported as 0%. The patient experienced pain during the procedure.the patient had a follow up visit in (B) (6) 2006. The target lesion was reported to remain patent since the procedure. There was a tmt amputation noted. No adverse event was reported since the procedure. The patient had a follow up visit in (B) (6) 2006. The target lesion was reported to remain patent since the procedure. The tmt amputation was healed. There was no adverse event reported since the procedure.